Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported an internal battery fails to charge resulting in diagnostics code 343 (battery faulty or missing). Upon inspection the field service engineer (fse) confirmed the issue and also noticed the textual user interface (tui) and printed circuit board assembly(pcba) hardware is not current. The fse then install the current generation of the tui and pcba and performed the performance verification test procedure. There was no patient involvement.